Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced low blood glucose around 30 mg/dl and almost passed out. Her partner treated it with sugar. Customer believed her low blood glucose levels were caused by her own body as she would suspend the insulin pump and her blood glucose would continue to drop. Customer also stated, there was an issue with a disappearing sensor membrane. It was stated customer had had similar issues with internal stitches. Customer stated, she checked to be sure the membrane was not still in her body, following sensor removal. Customer stated she had a genetically inherited issue where her body would absorb or dissolve the membrane from around the sensor when in her body, leading to sensor issues, including calibration errors on the fourth or fifth day of use. Customer stated, she had never cleaned the quick serted and always had issues with her serter allowing adhesive to stick to the inside. Nothing further reported.